Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data was provided on (B)(4) 2014. A review of the downloaded data did not confirm the reported event of inaccuracies.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracies compared to blood glucose meter on (B)(6) 2014. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.